Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-03-29). The evaluation/investigation confirmed that the hf resection electrode is damaged and broken. A piece of the loop wire has broken off. However, no part was missing, since the fragment was returned as well. Furthermore, both fork tubes and the fragment are bent/deformed. The cause of this damage and the breakage of the loop wire is mechanical overload by the application of excessive force and long-term use of the hf resection electrode (date of manufacture: 06/2011). Therefore, this event/incident was attributed to abnormal use/off-label use in combination with exceeded service life. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The hf resection electrode has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopic transcervical resection (tcr) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient's uterus. However, no fragment remained inside the patient, since it was reportedly retrieved with an unspecified grasping forceps. No further information was provided, but the intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.